Event description:
It is reported that the stem inserter became permanently attached to the stem. It was inserted into the femur and would not come off. The surgeon had to open a new stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.